Event description:
It was reported that the bd ultra fine¿ insulin syringe had unknown liquid mixed in barrel. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that an unknown liquid has got mixed into the barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that an unknown liquid has got mixed into the barrel. The returned syringe was tested and exhibited a clear droplet of material coming out of the barrel when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 1200370 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had unknown liquid mixed in barrel. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that an unknown liquid has got mixed into the barrel.